Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced vomiting, low and elevated blood glucose (bg); bg values not provided. Reportedly, pump settings needed to be adjusted. No additional patient or event information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer experienced a low blood glucose (bg) of 50 mg/dl. Customer suspected cause was control iq delivering automatic correction boluses. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.